Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found unit was banged around causing the leak, helium leakage was within specs, returned to client for use. Fse replaced the IV pole that was missing. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.